Event description:
I had lasik surgery in 2004. There were complications which have left me not only with worse vision, but also double, blurred and severe dry eyes. I know also have both near and far sightedness.